Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the tips were not aligned on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .085 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the following: the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal idler. There was no damage found on the pulley or clevis. The instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks and abrasion. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.